Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a arthrex employee via sems that the bushing of an ar-13200st-07.5 plate popped off when an ar-13380-46 cortical screw was being inserted. The screw was not able to be used and a larger screw was used to complete the case.